Event description:
It was reported that the customer had an a33 alarm during the rewind/prime sequence of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer change set and got an a33 alarm. The customer was advised to clear alarm using esc/act. The customer was advised to perform rewind process again. The customer was advised to program a normal or easy bolus into air to determine if delivery is successful. The customer response is not able too. The customer was advised that we are sending cot pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.